Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml intravia container leaked from the needle strike (septum) on the dosing port. This was noticed before patient use. The bag contained fentanyl 2mcg/ml-bupivacaine 0.1%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4 (update the expiration date null value to n/a), h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.